Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Investigation summary: the sample was returned and evaluated. Catheters were slightly bent throughout. Electrode appeared deformed. Electrode height was measured and found to be approximately 0.81mm. A tissue cutting test was performed on porcine carotid artery tissue. Porcine carotid artery thickness was measured to be approximately 0.7mm. Tissue cut was measured and found to be approximately 6.89mm. The investigation was confirmed for material deformation due to the fact that the sample was identified with a bent electrode. The investigation is unconfirmed for failure to cut due to the fact that the device was able to cut tissue in a functional test. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2021), g4, h6 (device code + description: 2976 - material deformation) h11: h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during one activation attempt to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and ulnar artery access, the venous catheter allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during one activation attempt to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and ulnar artery access, the venous catheter allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.